Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted on (B)(6) 2023. At a routine follow-up, it was noted via computed tomography (CT) imaging that the closure device had rotated and shifted proximally. There was no seal observed and appeared to have little to no compression. There was no intervention performed at this time, however the physician is evaluating options for possible secondary intervention. There were no patient complications reported. The patient was discharged home and remains on anticoagulation medication.